Event description:
Additional info reaeived noted surgeon sutured wound to close. Prognosis reported as good.

Event description:
Reporter noted minor corneal burn occurred during procedure; no treatment was necessary.